Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 1.4 mmol/l and was sweating and had difficulty speaking. The patient reportedly was given food and drink and was treated via the emergency medical services. Troubleshooting performed by animas customer technical support indicated no programming/settings issues the pump. There were no delivery issues noted with the pump and all programmed boluses accurately recorded in pump history. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged delivery issue with the pump.

Manufacturer narrative:
A 3500a supplemental report was submitted to update the alert date. The alert date for the incident was corrected from (B)(6) 2015 to (B)(6) 2015. A correction was revised; please note the correction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump history revealed the last basal delivery and the last bolus delivery was on 08/04/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap/returned cartridge cap were used to complete testing. The pump was exercised for 24 hours; there were no errors, alarms or warnings that occurred. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required specification. The reported complaint was not duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.